Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultramini meter stopped powering on after he dropped the meter. It was noted that the pt was taken to the hosp as a result of the power issue. The medical affairs specialist (mas) spoke with the pt eleven days later, to obtain/verify the following info. The pt claimed that after he had dropped the meter, the meter stopped powering on. This reportedly occurred about 5 days before he contacted lfs. As a result of the power issue, he was unable to test for about 5 days and was not taking his diabetes medications (metformin) as usual. On an unspecified date, he became dizzy and reportedly got sicker as time went on. A month prior, the pt went to the ER because he thought he was having some heart problems. Instead, he was told that his blood glucose levels were "out of whack." His blood glucose levels were over 400 mg/dl on the hosp's device and he was treated with insulin. He was released 5 hrs later. This complaint is being reported because the pt allegedly became hyperglycemic 5 days after his meter stopped powering on. He was treated with insulin at the ER. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.